Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure in arm dialysis fistulas/grafts that were clotted. The device was primed successfully. Aspiration was initiated inside the body. However, it was noted that leaking at the connection area of the saline to the pump occurred and a "check saline supply" error message was displayed. Aspiration stopped and the catheter was reset but the error keeps displaying until the catheter is replaced. The procedure was completed with another angiojet catheter. There were no patient complications. The patient left with working dialysis fistulas/grafts.